Manufacturer narrative:
Investigation summary: 100 samples in sealed packaging were returned for investigation. A bd quality engineer inspected the returned units and could not identify any defects or abnormalities. The samples were all subjected to the leak test and passed. No leakage was observed. A device history record review showed no non-conformance's associated with this issue during the production of this batch. As a result, a root cause for the reported issue could not be determined. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants corrective action, resources will be assigned at that time.

Event description:
It has been reported that the bd luer-lok¿ syringe has been found experiencing 800 occurrences of leakage before use. The following has been provided by the initial reporter: it's found that leakage at barrel, result in flow occluded and leakage at upper center of the syringe during priming.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd luer-lok¿ syringe has been found experiencing 800 occurrences of leakage before use. The following has been provided by the initial reporter: it's found that leakage at barrel, result in flow occluded and leakage at upper center of the syringe during priming.